Event description:
Philips identified a software defect in intellispace cardiovascular (iscv) in which a study could not be completed during data import because the dicom (digital imaging and communications in medicine) import generates an xml file with "nan" (not a number) value. This results in failure to save the study and generates an error. The device was in clinical use at the time of the event. No adverse events or patient harm were reported in the associated complaint. Although no adverse events or patient harm were reported in the associated complaint (B)(4), this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.